Event description:
In 2007, an axillobifemoral gore-tex stretch vascular graft was implanted in a male pt. Pt was discharged the following month. Pt presented on the next month, to the hosp with cellulitis of the left flank. At some point, portions of the graft were explanted around both two months later, and three months later (see 2017233-2007-00032) ; the exact dates are not clear at this time. It is reasonable to assume, based on the available info, that the portions of the graft were explanted due to infection. The investigation is pending.

Manufacturer narrative:
A review of the mfg and sterilization paperwork has been conducted. The review of the mfg and sterilization paperwork verified that this lot met all pre-release specifications.